Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. Photo review: photo provided shows an activated company device. The plunger appears to be fully advanced outside of the nozzle tip and appears to be advanced under the iol (intraocular lens). One haptic and part of the iol is exiting the nozzle tip and appears to be damaged/crushed. One haptic and part of the iol still appears to be stuck in the nozzle tip. We are unable to determine the root cause for the reported complaint "iol crushed during advancement of device". The product was not returned for analysis. Plunger underride was observed on the returned photo. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds(ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that during an intraocular lens (iol) implant procedure, iol was crushed during advancement of company preload device. Additional information was received stating there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).